Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the reported battery issue. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the patient that the omnipod personal diabetes manager (pdm) is losing a battery charge quicker than expected. The patient did not mention any blood glucose levels. The patient reported they are not using the supplied power adapter that came with their pdm.